Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had woken up with elevated blood glucose (bg) level. When the customer went to bolus an occlusion alarm occurred. The customers bg level at the time of the call with tandem technical support was above (491 mg/dl). The customer changed supplies and took a manual injection to stabilize bg level. As the customer had changed out the infusion set and cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. In addition, the customer reported that a cartridge alarm 19 occurred during basal delivery. The customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
(B)(4).